Manufacturer narrative:
Correction: describe event or problem. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary: the reported complaint of the under infusion of blood product was not confirmed with the information via email and no devices were returned for investigation. Laboratory testing of the suspect pump module and concomitant pcu could not be performed as incident devices were not received for this investigation. A log analysis could not be performed as there were no devices or logs returned for investigation. Inspection could not be performed as the incident device or administration set were not returned for investigation. The alaris system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also, the alaris system user manual v12.1.2 notes that rate accuracy can be affected by: temperature and viscosity of the IV solution height of the pump in relation to the patient height of the solution container in relation to the pump back pressure related to the infusion set and the IV catheter use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported under infusion was not determined as no devices were returned for the investigation.

Event description:
It was reported an under infusion of a blood product. The blood product was to infuse over three (3) hours; however, after three (3) hours more than 100ml was remaining. The event occurred on (B)(6) 2024 at 2240. There was patient involvement, but unknown outcome. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported an under infusion of a blood product. The blood product was to infusion over three (3) hours; however, after three (3) hours more than 100ml was remaining. The event occurred on 16 july 2024 at 2240. There was patient involvement, but unknown outcome. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.